Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (full filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. The original wing cap was handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). A functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and wing cap is attached to the pump. Big top cap is opened and discofix cap is removed. No crystallized/liquid residue is detected at cap valve. Wing cap is removed and clamp clip is released. No flow is observed. No other deviation is observed. Analysis: complaint sample is dissected by section to check for possible contributor of blockage. Pump is dissected at section a (microbore tube). Immediately observed flow of solution. Found complaint sample is not working potentially due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA 001387. Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): after the filling of the infuser with 5-fluorouracil teva (batch 13i27na), it not perfused, causing the wastage and the preparation of a new one.